Event description:
It was reported that the patient presented to the emergency department and the implantable cardiac monitor could not be interrogated using a merlin programmer. Device interrogation was successful during an in clinic check on (B)(6) 2015. No patient symptoms were reported. The device remained implanted and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.